Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter would not prompt a result. The patient was unable to recall what message or error number the meter was prompting. The patient did not allege any harm or injury because of the reported issue. The customer care advocate walked the patient through a retest during troubleshooting and the patient was able to get a result. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter would not prompt a result. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.